Event description:
The following is a summary of aggregate data using the truveta data model (tdm) to compare outcomes in patients with pulmonary embolism (pe) treatment with the ekos endovascular system (ekos) to those treated with catheter-directed thrombolysis (cdt). A total of 1248 patients who underwent a procedure using an ekos device were included in the study. Only patients diagnosed with a pe 30 days before the ekos or cdt procedure date or up to 1 day after were included in the analysis. The data utilized for the analysis was limited to patients who underwent either an ekos or cdt device procedure between (B)(6) 2014 through early (B)(6) 2024, including those with the minimum required 30-day follow-up. The following is a summary of those results: hemorrhagic stroke within 7 days post-procedure: 19 ekos patients. Ischemic stroke within 7 days post-procedure: 10 ekos patients. Intracerebral hemorrhage within 7 days post-procedure: 27 ekos patients. Major bleed within 7 days post-procedure: decrease in lab value hemoglobin level of greater than or equal to 2 g/dl: 379 ekos patients. Decrease in lab value hemoglobin level of greater than or equal to 5 g/dl: 366 ekos patients. The following is a summary of aggregate data using the truveta data model (tdm) to compare outcomes in patients with pulmonary embolism (pe) treatment with the ekos endovascular system (ekos) to those treated with the flowtriever system (flowtriever). A total of 710 patients who underwent a procedure using an ekos device were included in the study. Only patients diagnosed with a pe 30 days before the ekos or flowtriever procedure date or up to 1 day after were included in the analysis. The data utilized for the analysis was limited to patients who underwent either an ekos or flowtriever device procedure between (B)(6) 2021 through early (B)(6) 2024, including those with the minimum required 30-day follow-up. The following is a summary of those results: hemorrhagic stroke within 7 days post-procedure: 18 ekos patients ischemic stroke within 7 days post-procedure: 9 ekos patients intracerebral hemorrhage within 7 days post-procedure: 22 ekos patients major bleed within 7 days post-procedure: decrease in lab value hemoglobin level of greater than or equal to 2 g/dl: 189 ekos patients. Decrease in lab value hemoglobin level of greater than or equal to 5 g/dl: 181 ekos patients.

Manufacturer narrative:
Comparing patient characteristics and outcomes among those treated with ekos endovascular system vs. Catheter-directed thrombolysis: a rwd analysis using truveta.